Event description:
It was reported the patient's system was "working great" and had "100% functionality."

Event description:
It was reported that stimulation was intermittent. The patient was also having issues charging and the implantable neurostimulator did not seem to be accepting a charge. The patient had not seen her physician to have the device checked. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2010, explanted:, product typ: lead; product ID (B)(4), serial# (B)(4), product typ: recharger; product ID (B)(4), serial# (B)(4), product typ: programmer, patient; product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2008, explanted:, product typ: extension; product ID (B)(4), lot# n094910, implanted: (B)(6) 2008, explanted:, product typ: accessory. (B)(4).